Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial basement membrane dystrophy (ebmd), astigmatism and blurry vision on the left eye (os) on a 2 month post-op exam. A brief description from the surgery center indicated there was significant ebmd noted on post op exam. The patient¿s chief complaint was of irregular astigmatism. The patient¿s commented that blurry vision had started about a month ago. The patient experienced loss of best corrected visual acuity (bcva). An epithelial debridement was performed to resolve symptoms. The surgery center indicated the symptoms were resolved on (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.75 x -.25 x 150, left eye pre-op 20/20 -3.25 x -.50 x 40. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/25 .00 x -.75 x 135.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.